Event description:
It was reported that right hip revision surgery was performed due to metallosis and elevated chromium and cobalt levels.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to metallosis and elevated chromium and cobalt levels. During the revision the bhr cup, hemi head and modular sleeve were removed. The anthology stem remains implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. According to the provided revision report, there was milk like fluid, pseudotumor formation, damaged to the abductor, soft bone around the hip joint and metallosis. No information on the blood metal ions was provided. Without x-rays, the device available for analysis and further detail on the nature of the reported findings (e.g. A histopathological analysis) the underlying causes contributing the reasons for this revision cannot be further investigated. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup, hemi head and modular sleeve were removed. The anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The available medical documents were reviewed. Patient had a right tha revision seven years post implantation, due to pain and a pseudotumor. A pseudotumor with milk-like fluid and metallosis at the head-cup and the head-neck junction were reported in the intraoperative report. The reported pain, elevated cobalt and chromium levels and the noted intraoperative findings of pseudotumor and adverse tissue reaction are findings associated with metallosis. However, without the supporting pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain, elevated cobalt and chromium levels and pseudotumor cannot be confirmed. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.